Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed moderately calcified lesion in the mildly tortuous mid right coronary artery (rca). The lesion was pre-dilated with an unspecified 2.5x15mm balloon catheter. A 3.5x48mm rx xience xpedition stent delivery system (sds) was advanced without resistance and the stent was deployed without difficulty at 16 atmospheres. The sds was withdrawn without difficulty. A distal edge dissection was noted. The dissection was successfully treated via deployment of a xience stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.